Event description:
The blood leak for kl occurred in 2005 one hour into treatment. The leak was from the arterial line into the connection. The dialyzer has 10 reuses. The treatment was stopped and then re-started with a dry pack dialyzer. The estimated blood loss is the blood in the extracorporeal circuit (approx 200cc). There was no pt injury or medical intervention.